Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's pressure transducer printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator's pressure transducer printed circuit board was contaminated with liquid. Identification of issue has been done by analyzing problem description, service report and information provided by field service engineer. It has been clarified that the pressure transducer printed circuit board (pcb) was not contaminated/corroded. The pcb was adjusted to resolve the issue with flow transducer test failure during pre-use check. Moreover, the software was reinstalled. There was no patient involvement. This complaint has been decided to be reported to competent authorities, as the initial description ¿ contamination of pressure transducer pcb - might have underlying causes which represent a reportable event. In the further process of complaint handling it has been identified that the reported issue is not considered as safety related as it will be detected during pre-use check.

Event description:
Manufacturer's ref. #: (B)(4).